Event description:
The patient did not use her device because she could not sleep with it. The ins became overdischarged due to patient compliance and there were telemetry issues. The ins was going to be replaced next week. It was clarified that the patient experienced severe increases in stimulation when going from a standing or sitting position to a supine position. Also when rolling from a right or left lateral position to supine. The device replacement surgery was scheduled for (B)(6) 2013. The replacement surgery was successful. There were no obvious device defects. The ins was unable to be interrogated or successfully trickle charge. The device was not going to be returned to the device manufacturer.

Manufacturer narrative:
Product ID 37752, serial# (B)(4), implanted: 2008-(B)(6), product type recharger product ID 37743, serial# (B)(4), implanted: 2008-(B)(6), product type programmer, patient product ID 37082-60, serial# (B)(4), implanted: 2008-(B)(6), product type extension product ID 3998, lot# v118064, implanted: 2008-(B)(6), (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).